Event description:
A nurse reported multiple system messages displayed during a procedure. The console was exchanged and the case was completed without harm to the patient.

Manufacturer narrative:
The company representative examined the system and verified multiple occurrences of the customer reported system messages. The company representative replaced the fluidics mechanism assembly. The system was then tested and met product specifications. The root cause is unknown. (B)(4).